Event description:
The pt reported that the selection highlight on the pump display was scrolling without user intervention. The pt tried to take a correction bolus for a blood glucose level of 204 mg/dl, but could not program the correct amount because the selection amount on the display kept increasing. The pt said she was able to stop delivery of the programmed 7.0 units after about 2.3 unites were delivered by pressing a button. The pt disconnected the infusion set from her body and went on a backup insulin plan with injections. The pt says she does not expose the pump to water. She did not detect any visible keypad damage and says the buttons feel normal. The pt's blood glucose reading when she called animas was reportedly 156 mg/dl.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time.